Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption# e2007003. This report contains supplemental information for mentor psr reference number (B)(4). Device investigation summary: during evaluation of the sample, the device was ruptured. Creases were discovered at the edge of the tear. No other anomalies were discovered. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Rupture, as indicated in the instructions for use, is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, gel-filled implants may rupture. Causes of rupture of gel-filled implants include, but are not limited to, the following events: excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage, and intimate physical contact, damage from surgical instruments, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture, and intraoperative or postoperative trauma such as the reported gunshot wound. Reason for device explant and/or reoperation: gunshot wound/chest injury and the corresponding device rupture. Manufacturer reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with a 375cc mentor memorygel breast implant experienced postoperative left-sided rupture due to a gunshot wound. As a result, the patient¿s impacted device was explanted on (B)(6) 2019 and replaced by a like device (serial number: (B)(4)).